Event description:
The account alleged the bed would not send a nurse call to the nurses' station. Technician support asked if it was with the nurse call button or when the pt positioning monitor (ppm) alarmed. The account indicated that he could not get the ppm to arm and he was not by the bed to check the nurse call.

Manufacturer narrative:
Repairs have not been completed.